Event description:
It was reported that during a univers revers surgery with mgs approximately 2-3 cm of the drill bit broke off. The issue was noticed after the surgery was finished successfully on the final x-ray picture. It was further reported that the baseplate was fixated properly and the broken piece did not affect the patient treatment and was not removed out of the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was determined that the distal end of the shaft of the 3.0 mm drill bit, is broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.